Event description:
Reason of revision: extensive osteolysis on the pelvis and hip joint due to metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.